Event description:
The nurse reported that during an angiographic procedure the rubber tip of the syringe plunger came off in the syringe barrel, causing air to be aspirated into the syringe instead of contrast. Air was injected into the pt causing a coronary air embolism. The pt coded and required CPR and medication to treat the air embolus. The air embolism was aspirated from the left coronary artery. The pt was transferred to the intensive care unit post procedure. The pt was discharged without any additional complications. No additional harm or injury was reported.

Manufacturer narrative:
The suspect device has not been returned for eval. The user did not indicate if this was the initial use of the device. A follow-up report will be submitted when the eval has been completed.